Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. The customer had symptoms such as large ketones, nausea, and vomiting and stomach pains. Customer treated with bolus and manual injections. Customer's blood glucose value was 128 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on november 30, 2016 and did not contact their healthcare professional. Troubleshooting was not performed. The product was not returned for analysis.